Manufacturer narrative:
A visual examination of the returned device found the exposed cut wire was broken and the broken ends of the cut wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cutting wire found it broke at approximately 13 mm from the distal pierce hole. The outer diameter measurements of the cut wire were found to be within specification. The condition of the returned incident device was consistent with the complaint that the device cut wire was broken. The most probable root cause is operational context; likely due to the procedural factors and/or generator settings used during the event.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device's cut wire broke and was unable to retract from the scope. When the device was removed along with the scope it caused slight bleeding; no part of the cut wire fell into the patient. A second stonetome sphincterotome was obtained to complete the procedure and it was noted that the bleeding has stopped. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device's cut wire broke and was unable to retract from the scope. When the device was removed along with the scope it caused slight bleeding; no part of the cut wire fell into the patient. A second stonetome sphincterotome was obtained to complete the procedure and it was noted that the bleeding has stopped. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) (bleeding). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)